Event description:
The desflurane vaporizer was mounted in the excel 210 vaporizer rack just left of the isoflurane vaporizer, with the desflurane vaporizer power cord running between them. The position of the power cord prevented proper mating of the interlock mechanism between the two units, thus permitting the isoflurane vaporizer dial to operate without delivering the anesthetic agent. Once discovered, the desflurane vaporizer was moved to the right end of the vaporizer rack where its power cord exited the side of the unit without interfering with the interlock. The case was finished without incident, and the patient incurred no injury. Later, the patient claimed to recall some intraoperative events, but did not recall completion of the case. Subsequent testing of the vaporizers by in-house biomedical personnel and manufacturer service rep demonstrated proper end of the rack. When placed to the left of another vaporizer, the original problem was duplicated. Neither manufacturer instructions nor labels directing that the desflurane vaporizer be installed on the right end of the rack were present.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: labeling - inadequate instructions for use, telemetry failure, anticipated adverse reaction - short term, vaporizer. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, inserviced by biomedical engineering dept. Staff. The device was not destroyed/disposed of.